Event description:
Per the clinic, the patient experienced pain and drainage around abutment site. Subsequently, the patient was treated with topical antibiotics (specific date and duration not reported), which resolved the symptom. The attempt to tighten abutment on (B)(6) 2026 was unsuccessful due to pain, and during observation on (B)(6) 2026, the abutment was noted to have fallen out on its own. There are no plan for abutment replacement procedure as of the date of this report.